Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lap sleeve gastrectomy procedure, bleeding occurred on each seal requiring multiple seals in order to achieve results even upon double and triple sealing before cutting, bleeding continued to occur. There were end tones heard on every seal. Cleaning of the jaws was performed multiple times. The generator was also not working properly. There was no transfusion necessary due to bleeding.